Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with closurefast catheter, 7f 100cm. The customer states during procedure vnus closurefast wire broke off in the pt¿s right saphenous vein.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.